Manufacturer narrative:
The following field was updated with additional information: other relevant history: both the patient and the nurse had laboratory testing done to check for ID.

Event description:
It was reported that the back end luer adapter sleeve failed to recover over the needle after the tube was withdrawn and the nurse was stuck with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: it was reported that the back end luer adapter sleeve failed to recover over the needle after the tube was withdrawn and the nurse was stuck. The nurse indicated that when she was removing the blood collection tube from the set and was preparing to apply a second tube, the gray protective coating over the needle did not retract after the first tube was removed and she was stuck.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no sleeve recovery and a needlestick with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to no sleeve recovery and a needlestick was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the back end luer adapter sleeve failed to recover over the needle after the tube was withdrawn and the nurse was stuck with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: it was reported that the back end luer adapter sleeve failed to recover over the needle after the tube was withdrawn and the nurse was stuck. The nurse indicated that when she was removing the blood collection tube from the set and was preparing to apply a second tube, the gray protective coating over the needle did not retract after the first tube was removed and she was stuck.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as nipro is an OEM manufacturing site.a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the back end luer adapter sleeve failed to recover over the needle after the tube was withdrawn and the nurse was stuck with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: it was reported that the back end luer adapter sleeve failed to recover over the needle after the tube was withdrawn and the nurse was stuck. The nurse indicated that when she was removing the blood collection tube from the set and was preparing to apply a second tube, the gray protective coating over the needle did not retract after the first tube was removed and she was stuck.